Event description:
A biomedical engineer reported that the unit would not phaco prior to a cataract procedure. An alternate system was used to perform the cases for the day. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).